Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for non-sustained episodes and pacing impedance variation. Non-physiologic noise was noted on the current electrogram. The right ventricular (rv) lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.